Event description:
The hemodraw arterial closed blood sampling kit with logical pressure monitoring system is a closed blood sampling system designed to allow easy and safe withdrawal of blood samples from an arterial invasive pressure monitoring line. The hosp is reporting a usability issue that when used incorrectly can result in air in the system that is difficult to remove. In this incident the hosp noted that the pt experienced discoloration of the distal extremities that it has related to use of product. The hosp did not specify if this was a cyanosis or hematoma. The hosp did not report any permanent injury as a result of this incident.

Manufacturer narrative:
Eval summary: three samples were made available for eval; one of the samples could not be functionally tested due to damage to the reservoir (bellows seal was loose, solvent bond connection between the stopcocks was bent; both of these issues may have occurred due to excessive force pull on the tubing) and lack of lubrication in the reservoir (this may have occurred during the decontamination process). Functional testing was performed on the two remaining samples. This included leak testing, reservoir actuation testing, and pressure testing to check for reservoir movement during fluid draw. The two samples passed all functional testing. No product problems could be verified during testing of these two samples. The following actions have been undertaken to improve usability and enhance product performance. Several changes have been made to the short tube. A material change of the plunger tip was made from polyisopropene to a silicone rubber to avoid potential for stiction. The silicone oil, which lubricates the short tube, was changed from dow corning 360, 1000 cp to nusil med-420, 1000 cp to be compatible with the silicone rubber plunger tip. The o-rings of the plunger have been increased slightly in diameter to increase stability and provide better sealing capability due to and increased interference fit. To improve the "parking" of the reservoir into the 0 ml position, the overall length of the long tube was decreased by 0.007" due to molding process parameter differences between the current polyisoprene and the new silicone rubber material resulting in less shrinkage of the silicone over molded tip on the short tube. A material change was made to the silicone of the bellows seal due to supply availability issues from ge silicone part number (B)(4) to wacker silicone part number (B)(4). However, this was "qualified" as with the other material and dimensional changes as part of the product performance. The IFU was updated; warnings regarding draw and infusion rates that should not exceed 0.5 ml per second were added to help avoid blood being withdrawn too quickly (which could create a vacuum which poses a potential risk of gas coming out of the fluid/blood). Further warnings related to catheter size were added: "for certain pts or equipment setups, degassing may occur at much lower draw rates depending on pt and system factors. Decreasing the diameter of the catheter, increasing the length of the catheter or pressure monitoring line and increasing the draw speed will all increase the probability of degassing and bubble formation. Do not give fluid or blood back to the pt, if bubbles are visible in the system."